Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer was treated with manual injection. Customer had symptoms such as nausea and vomiting. Customer stated that the drive support cap was normal. Customer stated that there was no air bubble or leak. Customer did not allege insulin pump for under delivering. Customer stated that the cannula was straight. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.